Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
(B)(6) 2022, when the doctor used the clip, the clip broke in the human body. After a long time of search, removal and comparison, all the broken ligation clip was removed and replaced with a new one.

Manufacturer narrative:
(B)(4). Per DHR the product hemolok l clips 3/cart 42/box lot# 73g2100360 was manufactured on 07/12/2021 a total of (B)(4) pieces. Lot was released on (B)(6) 2021. DHR investigation did not show issues related to complaint. From the pictures it was confirmed the defect reported by the customer "broken parts - clip - info not provided". However it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions. P/n 544243 is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 125 samples were taken from the current production p/n 544253 hemolok xl clips 3/cart 42/box lot # 73a2200396, the samples were visually inspected, and during the test issue reported "broken parts - clip - info not provided" was not observed in the current manufacturing process. Revision of fmea-08-025 rev 05 was performed and the failure mode is already including it, no update is required. Failure mode "broken parts - clip - info not provided" could be confirmed with picture attached, however it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions. Failure mode "broken parts - clip - info not provided" could be confirmed with picture attached. However it is necessary to receive the physical sample to perform a proper investigation, determinate the root cause & corrective actions.

Event description:
(B)(6) 2022, when the doctor used the clip, the clip broke in the human body. After a long time of search, removal and comparison, all the broken ligation clip was removed and replaced with a new one.

Manufacturer narrative:
Qn#(B)(4). The customer returned one clip from unit 544243 hemolok l clips 3/cart 42/box for investigation. The cartridge was not returned. The clip was visually examined with and without magnification. Visual examination revealed that the clip had one of its pierced bosses broken off and the inner hinge was broken in half. There was also a gouge in the hook. The sample appears used as there is biological material present on the clip. R & d engineering was consulted for this complaint issue. According to r & d, the observed damage to the broken clip is consistent with improper loading of the clip or with using damaged appliers. The damage to the inner hinge and the boss indicates that excessive force was used during loading. Therefore, unintentional user error appears to have caused or contributed to this issue. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as the damage observed on the clip indicates that unintentional user error caused or contributed to this event. The reported complaint of "broken/detached parts - clip - boss" was confirmed based upon the sample received. One loose clip was returned with a broken pierced boss, the inner hinge broken, and a gouge in the hook. R & d was consulted for this complaint and it was determined that the observed damage to the broken clip is consistent with improper loading of the clip or with using damaged appliers. The damage to the inner hinge and the boss indicates that excessive force was used during loading. It is unknown how the returned clip was handled during use and the appliers used at the time of malfunction were not returned for investigation. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event.

Event description:
(B)(6) 2022, when the doctor used the clip, the clip broke in the human body. After a long time of search, removal and comparison, all the broken ligation clip was removed and replaced with a new one.